Event description:
The device was explanted and returned to the manufacturer due to infection. Additional information from the hcp indicated the onset of symptoms was 2007. Perioperative antibiotics were administered. The patient did not have meningitis. The symptoms of infection included redness and drainage along the lead track. A culture was obtained which produced citrobacter koseri and propionibacterium acnes. The patient was treated with oral antibiotics and the infection resolved. See MFR report # 3004209178200704209.

Manufacturer narrative:
No analysis performed - product missing. The device was lost during transport between manufacturer locations for the purpose of decontamination. Multiple attempts were made to find the device, but to date, the location of the device is unknown.